Event description:
It was reported that the patient experienced ineffective therapy with the scs system. As a result, surgical intervention was undertaken wherein the system was explanted on an unknown date. It is unknown which adapter is at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 adapters; however, it is unknown which adapter; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8-channel adapter, mdt, 10cm, model: 2311, UDI: (B)(4), serial: (B)(6), batch: 6064141. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.